Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got detached at the quick release. The patient observed insulin coming out of the tubing about 6 hours after the set was changed. This issue occurred with one set. No further information available.